Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by turbid fluid and abdominal pain. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, discontinued after 16 days) and fortum injection (1gm, once daily, discontinued after 16 days) for peritonitis. At the time of this report, the patient remained hospitalized and was recovered from the events. Pd therapy was ongoing. It was reported that patient re-training was completed. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.